Event description:
Pt came to or for port removal. Port was found with a portion broken at port site(beyond connection to port). Pt required special procedure intervention to have catheter removed with the aid of fluoroscopy.